Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use that upon withdraw of the bd venflon¿ pro safety peripheral safety IV catheter device, the cannula separated in the patients arm. Medical intervention took place when the cannula needed to be surgically removed.

Manufacturer narrative:
Investigation results: one photo and one actual sample were returned for investigation of this complaint. Our quality engineer inspected the returned unit and confirmed the reported observation. A clean cut was observed on the catheter. The source of the defect could not be determined. There is no process in the manufacturing facilities that could have caused this nonconformance. The manufacturing process includes an automated vision inspection machine that will reject parts not meeting lie distance requirement. A broken catheter will automatically be rejected as the lie distance would be out of specification. No DHR was performed as the batch number is unknown. Customer complaint trends are evaluated on a (B)(4) basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.